Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain / pelvic area') in a (B)(6) year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included enlarged thyroid, vaginal discharge, vaginal odor and venereal disease nos. Concomitant products included codeine phosphate; paracetamol (tylenol with codeine no.3), ibuprofen, levonorgestrel (mirena) from (B)(6) 2003 to (B)(6) 2008, medroxyprogesterone acetate (depo-provera) from (B)(6) 2002 to (B)(6) 2002, metronidazole (metrogel vaginal) from (B)(6) 2008 to (B)(6) 2012, metronidazole from (B)(6) 2010 to (B)(6) 2010, nsaids since (B)(6) 2002, paracetamol (acetaminophen) since (B)(6) 2002, sulfamethoxazole from (B)(6) 2009 to (B)(6) 2012 and trimethoprim from (B)(6) 2009 to (B)(6) 2012. In (B)(6) 2002, the patient had essure inserted. On (B)(6) 2002, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On (B)(6) 2008, the patient experienced hypothyroidism ("autoimmune disorder type of disorder: hypothyroidism"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: mental anguish") and abdominal pain lower ("lower abdominal pain"). The patient was treated with surgery (surgical removal of coil(s)). Essure was removed in (B)(6) 2009. At the time of the report, the pelvic pain was resolving and the vaginal haemorrhage, menorrhagia, vaginal infection, depression, anxiety, hypothyroidism and abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower, anxiety, depression, hypothyroidism, menorrhagia, pelvic pain, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: discrepancy noted as follows - hsg test done which confirmed that the essure device was successfully occluded and as per latest pfs and mr - essure confirmation test(s) conducted,did not undergo confirmation test. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Concerning the injuries reported in this case, the following ones were confirm in patient¿s medical records: depression, pelvic pain, anxiety. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-jun-2019: plaintiff fact sheet and medical records received. Events added from pfs- abnormal bleeding (vaginal, menorrhagia), infection (bladder/ urinary tract/vaginal) type: vaginal, psychological or psychiatric problems condition: depression and mental anguish, autoimmune disorder type of disorder: hypothyroidism, lower abdominal pain. Outcome of event pelvic pain were updated. Reporter information, concomitant drug, medical history were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.